Event description:
Pt developed abscess at testsite approximately 7 months after collagen treatments. Physician is not certain event is product related. Physician has treated abscess with incision and drainage.